Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 at 8 pm with blood glucose of 1500 mg/dl. The customer was treated with insulin drip. The customer did experience any symptoms as a result of high blood glucose. Based on customer report customer did allege pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that insulin pump was not delivering enough insulin and was not giving any alarms. Customer was using auto mode feature. The customer declined to perform high pressure test. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.